Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 8 mg/ml hydromorphone at a dose of 3.7876 mg/day and 4.2 mg/ml bupivacaine at a dose of 1.9885 mg/day via an implantable pump for malignant pain, chronic low back pain, and spinal pain. It was reported that the patient was having an MRI due to a problem with the device or therapy. There were symptoms related to the device or therapy. The patient lost weight and the pump became dislodged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.